Event description:
A caller reported that their pump experienced a malfunction, though no notable events occurred prior to this issue. There was no adverse impact on the customer's blood glucose level. Technical support provided information and assistance for resetting the pump, and after doing so, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared, which the caller understood and acknowledged.